Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) beginning 2015 (B)(6). Analysis also indicated a right ventricular lead integrity alert, and the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
It was reported that the patient received an "inappropriate" shock during a ventricular tachycardia (vt) episode. The lead integrity alert (lia) was triggered and short v-v episodes and non-sustained ventricular tachycardia (vt) were observed along with noise. The lead was turned off and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).